Event description:
The fixation device known as the lupin br anchor w/ ds orthocord malfunctioned and broke after insertion resulting in removal and delay of completion of procedure. The physicain taps device into place, tip broke off. A new anchor was used to complete the procedure. Went to bio corkscrew anchor. Also did use 5 other lupine anchors.

Event description:
The fixation device known as the lupin br anchor w/ ds orthocord malfunctioned and broke after insertion resulting in removal and delay of completion of procedure. The physicain taps device into place, tip broke off. A new anchor was used to complete the procedure. Went to bio corkscrew anchor. Also did use 5 other lupine anchors.